Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A corrective operation was performed on (B)(6) 2018. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis was unable to determine probable cause without further information since the behavior cannot be replicated. This case may be re-opened if additional information is received. Analysis was inconclusive and probable cause was unable to be determined.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after inserting the screw with the use of the navigation system, the cage of a transforaminal lumbar interbody fusion (tlif) was accidentally inserted into the vertebral body. A corrective operation was performed on (B)(6) 2018. There was no reported delay when the screw insertion occurred.